Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was verified. The cause of the reported leak at twist clamp occurrence was determined to be broken occluder foot (leak through the set) which was identified during visual and functional inspection. The cause of the broken occlude foot was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This lead was explanted due to intermittent oversensing. Should additional information be received, this file will be updated.